Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker generator exchange, low sensing was observed on the atrial lead. The physician elected to cap the lead and implant a new replacement lead [(B)(6) 2019]. The procedure was completed without complication and the patient was in stable condition before, during and after the operation.